Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported loss of prime issue was verified in the black box but not duplicated during the evaluation. Review of black box data found loss of prime events due to non-zero low force six and two days before the complaint date respectively, the pump was primed approximately 8 hours later and delivery was resumed in both incidences. Other unrelated warnings included a replace battery warning and a manual suspension warning. Total daily delivery added up correctly and reflected the user programed rate. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force sensor calibration reading and pump delivery accuracy were within specifications. Bolus delivery exercises were completed and recorded correctly. No defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia associated with a repeated loss of prime issue. Reportedly, on (B)(6) 2014, the patient¿s blood glucose (bg) reading was at 793 mg/dl with symptom of extreme drowsiness/difficulty waking up/confusion and went into a coma. It was reported that the patient was admitted to the hospital and was treated with unspecified treatments by the health care professionals. At the time of the call, the patient allegedly remained hospitalized and no recent adjustment was made to the pump settings. Customer technical support agent reviewed the event with the reporter. The reporter stated that at the time of the alleged bg excursion, the patient had discontinued using the pump due to repeated loss of prime warnings. Reportedly, the pump alerted for loss of prime with multiple cartridges from different boxes. The customer was able to complete prime step with cartridge change. It was reported that there was no sudden change in force or temperature. No information was provided regarding if instruction for use was followed. The reported prime issue was not resolved with troubleshooting. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an alleged prime issue of unknown causes.